Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. H3 other text : device not returned.

Event description:
It was reported by counsel that patient underwent right tha on (B)(6) 2015, and was implanted with an lfit v40 femoral head and accolade ii hip stem. His right hip was revised on (B)(6) 2022, due to pain and elevated metal ions in his serum.